Manufacturer narrative:
On (B)(6) 2022, mentor received information stating that the patient had explantation surgery on (B)(6) 2022. On (B)(6) 2022, the mentor analysis lab received the device for evaluation. An evaluation was completed on (B)(6) 2022. Visual analysis of the returned sample revealed that the breast implant had a 0.1 cm tear within a crease/fold on the posterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient had undergone a breast augmentation revision surgery with implantation of a 475cc (B)(6) prosthesis. Post-operatively, the patient experienced a deflation event affecting the left breast prosthesis which was confirmed during a physical exam by a healthcare professional. As a result, the patient underwent removal on (B)(6) 2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).